Manufacturer narrative:
Investigation is ongoing. Not returned for analysis.

Event description:
As reported by the field clinical specialist, approximately 2 years post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve failed due to stenosis with a gradient around 70 mmhg. A valve-in-valve was performed with a 29 mm sapien 3 valve. The patient is a dialysis patient in renal failure.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Corrections have been made to h.6 type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradients requiring a valve in valve procedure was unable to be confirmed due to the unavailability of medical records or relevant imagery. The technical summary establishes based on extensive complaint investigations, that stenosis/increased gradient events for the sapien 3 valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Instead, patient and procedural factors, such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation, under-deployed valve, valve size selection, patient-prosthesis mismatch, are identified as likely causes or contributors to these events. In this case, investigation results suggest that the patient's history of atherosclerosis and hemodialysis likely contributed to the reported event. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time often associated with aging. These deposits can make the valve tissue stiff and narrow, contributing to increased gradients or stenosis. Additional factors, including renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus may further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.